Manufacturer narrative:
There was gas loss and no blood in the tubing and no visible kinks. Esp personnel discussed the alarm, further troubleshooting tips for future reference.

Event description:
User called into emergency support program line to request and report issue cardiosave intra aortic balloon pump (iabp) had gas loss alarm occurred. There was no harm or injury reported.